Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16669. It was reported that during the normal device replacement procedure, insulation breach was observed on the right atrial (ra) and right ventricular (rv) leads. The patient suffered a fall one week prior, and the physician suspected this was the cause. The leads were explanted and replaced. The patient had no symptoms and was recovering.

Manufacturer narrative:
The reported field event of insulation breach was confirmed in the laboratory. Full breach insulation degradation and two filars damaged due to electrocautery damage adjacent to connector boot were noted at 4.6 cm from connector pin. External insulation abrasion was noted at 8.7-8.8 cm from the connector pin consistent with lead friction to the device can.